Event description:
Facility alleges venous line pt connector disconnected from subclavian catheter connection during dialysis. Rn reports that during routine vs check, pt complained of pain at which time blood was noted on floor. Staff noted that pt had been manipulating catheter and bloodiness and had been warned not to do this. Ebl > 100cc. Pt transfused with 2 units packed cells. Treatment completed with new dialyzer and lines. No further medical intervention reported.

Manufacturer narrative:
Evaluation results: to evaluate this event, dynamic tests were conducted which simulated actions or motions that might occur during an actual dialysis treatment. The testing was performed with various catheters and bloodlines as well. The results of the testing showed that the nmc patient connector had higher holding forces than most competitors and was equivalent to the leading competitor in these areas. The results of the investigation determined that user error contributed to the event.